Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos from the customer in support of this complaint from catalog 367861, lot number 3222727. No customer samples and no photos were received; therefore, the investigation was limited. 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified. The quantity of blood drawn varies with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure and filling technique. Tubes with smaller draw volumes (partial draw tubes denoted by translucent closures) may fill more slowly, due to the lower vacuum, than tubes of the same size with larger draw volumes. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a negative pressure in the tube (underfilled). There was no report of impact to the patient or user.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a negative pressure in the tube (underfilled). There was no report of impact to the patient or user.

Manufacturer narrative:
D.2. Medical device type: gim g.2. PMA / 510(k)#: k213670 e.4. Initial reporter facility name: the first affiliated hospital of (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.